Event description:
The patient was referred for a battery replacement due to normal expected battery depletion. In surgery once a new generator was connected, high impedance was observed and when the surgeon tried to disconnect the lead from the generator, the screw and silicone top pieces came off. So the surgeon decided to use another generator and diagnostics were within normal limits. The suspect generator had not been received by product analysis to date.

Event description:
Product analysis was completed on the returned generator. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 3.533 volts, and the memory locations on the generator indicated that 2.960% of the battery had been consumed. The reported allegations of ¿detachment of component(s) septum plug¿ and ¿detachment of component(s) septum plug¿, were observed in the pa lab. The pulse generator header septum cavity and septum measurements meets specification requirements. Therefore, a root cause for the condition could not be determined for the alleged ¿detachment of component(s) septum plug or setscrew¿. In addition, the setscrew shows indention marks, indicating that a lead pin was once secured there were no performance, or any other type of adverse conditions found with the pulse generator.

Event description:
The suspect generator has been received but product analysis is still underway.